Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned neurovascular procedure was completed by restarting the system with a delay of less than 20 min. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. According to the additional information collected, the planned neurovascular procedure was completed by restarting the system with a delay of less than 20 min. A review of system log files showed the issue was due to tube overload, a protective mechanism to prevent hardware damage. The fse carried out tube adaptation and edl calibrations and verified system stability through CT and 3dra scans, confirming no subsequent overload issues. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with minimal delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.